Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that while the site was doing an auto registration, they used the ent frame with nexframe. Site did their first spin and marked the burhole and did their plan. Site draped then made an incision then did the burhole based on the mark then attached the nexframe to the burhole. The site did the 2nd spin with the small passive frame and found the entry point was 8mm anterior and medial, they reset the entry after this and placed everything to how they wanted. The site did a confirmation spin, and everything lined up with the original target. The surgery was completed with navigation and there was no impact on patient outcome. The manufacturer representative confirmed that the plan was made on the navigation device before the first spin and 2 identical plans were created, so that when the entry point was reset, the original entry point could be seen and used for comparison. The first spin using the ent fess frame was acquired and live navigation was used to mark the entry point on the patient. After prepping and draping the nexframe was attached and a new spin was acquired in order to live navigate to the target. Once target was aligned the sit reset the entry on one of the plans which showed that the reset entry point was 8mm off of the planned entry. Target seemed to be lined up it was only the entry point that showed to be inaccurate. Only 1 bur hole was made during the procedure.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.